Manufacturer narrative:
Zoll has not received the lifeband (lot# unknown) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During patient use, the autopulse platform (B)(4) did not perform compression. The lifeband (lot# unknown) was unable to retract. The crew immediately performed manual CPR. No consequences or impact to patient. In addition, the crew checked the platform and displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and was unable to clear the ua 45 error message at the station. Please see the following related MFR report: MFR#3010617000-2021-00233 for autopulse platform.